Event description:
It was reported the ibp measurement is not reading accurately. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by remote service personnel which included that the remote support engineer (rse) walked the customer through the process of zeroing the ibp. The customer advised he was able to zero the ibp but when sets the pro sim cube simulator to 200 the ibp measurement goes way above the 300mmhg. The same bad test results happened with another mms. The customer checked with other test set up onsite and found the test cable was defective and needed replacement. The results of the analysis were that the mms needed zeroing to solve the reported issue while the test cable for the simulator needed replacement. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the device needed calibration. The issue was resolved by zeroing the device and it is back in service. A review of the service history for this device confirm the problem has not been reported again for this device.